Event description:
On 08/2001, it was reported to arthrocare corporation that a burn was noticed on a patient's right knee following a lateral release procedure using an arthrowand (model unknown). Additionally, it was reported that the patient underwent a second lateral release to the right knee.